Manufacturer narrative:
(B)(4).the affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Concomitant medical product: baxter, 100ml IV bag of 0.9% nacl, injection usp, lot p327551, exp dec15; non-cfn IV vial, therapy date: (B)(6) 2015. The customer¿s report of set breakage was confirmed. Visual inspection of the set noted that part of the tip of the distal luer was broken off with one side of the broken luer tip higher than the other and a whitish colored stress marking on the broken luer tip's lower side. Damage was noted on the luer spin collar consistent with a tool being pressed onto it. The broken off luer piece and reported mating luer component were not received for inspection. Functional testing was not performed due to the obvious observed damage. The root cause of the customer¿s report of set breakage was not identified.

Event description:
The customer reported that the IV tubing broke off in the transducer/stopcock during patient care. The infusion was piperacillin/tazo 2.25 gm/100 ml ns at 100 ml/hr. No further details were provided. There was no report of any patient harm.

Event description:
The customer reported that the IV tubing broke off in the stopcock during patient care. No further details were provided. There was no report of any patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.